Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 6.7, 7.5; lab: 3.7, 3.9. Customer was using inratio1 and inratio2 meters, but is not sure which result came from which meter; inr = 6.7 and 7.5. Venipuncture performed at the same time had inr = 3.7. Pt went immediately to the hospital and their lab draw = 3.9. Pt disposition unk. Hct = 41%. Pt takes synthroid. Pt's results were part of customer's 5-sample correlation (meter-to-meter) yesterday. Not an established pt, no previous results known.